Event description:
It was reported that the ilet touchscreen was accidentally cracked while the patient was playing baseball, after which the screen remained partially usable but the device was difficult to use; the affected device component was the touchscreen and the problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.